Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: protruding from (l) fallopian ostia'), pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, pap smear abnormal, low back pain, abdominal pain, diarrhea, dizziness, headache, nausea, vomiting, decreased appetite, pregnancy ((B)(6) 2009), syncope, skin rough, vaginal discharge, leukorrhea, lightheadedness, dermatitis mycoid, upper respiratory infection, tachycardia, dermatitis, cesarean section, parity 2 ((B)(6) 2007, (B)(6) 2009) and upper back pain. Previously administered products included for an unreported indication: iron and docusate sodium. Concurrent conditions included postoperative wound infection, rash, red blotches, seroma, irritation skin, unilateral leg pain, pain in hip, pain in extremity, dizziness, allergic reaction, cognitive impairment, fever, stomach pain, gastroenteritis, arthralgia, chronic rhinitis, syncope vasovagal, lumbar disc degeneration, cervical dysplasia, hip sprain, back strain, stress, lumbago, sciatica, adult maltreatment syndrome, uterine scar, multi gravida and wound pain. The patient also had a family history of seroma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from december 2009 to november 2010, ibuprofen (motrin ib) since (B)(6) 2009, nsaids since september 2009 and paracetamol (acetaminophen) since september 2009. On (B)(6) 2009, the patient had essure inserted. In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), complication associated with device ("plaintiff began to experience complications") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy and b/l salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, complication associated with device, vaginal haemorrhage, menorrhagia, depression, anxiety and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, complication associated with device, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: weight 143 lbs. Approximate weight at the time of essure placement 143 lbs. Discrepancy noted: c-section patient had a c-section in oct 09, cesarean section low transverse on 09 sep 2009, delivery on 13 aug 2009 patient experienced more 2 pregnancy which was captured under 2019-124723 and 2019-124724 as per the previous distributed version patient had undergone the hsg test, but as per the current pfs platiff claims that she did not underwent confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Ultrasound pelvis - on 05-feb-2009: findings: a single viable intrauterine pregnancy is visualized with a fetal heart rate of 172 beats per minute. Average crl is 2.6 cm which is consistent with 9 weeks, 3 days estimated gestational age. This gives an expected delivery date of 07 sep 09; on (B)(6) 2009: findings- single intrauterine pregnancy is visualized with a fetal heart rate of 132 beats per minute. The estimated fetal weight was 366 grams. The amniotic fluid index was 10.7 cm. A three-vessel cord was identified and the fetal cord insertion appears normal. The cord insertion on the placenta was not evaluated. The cervical length is 6.5 cm. The placenta is posterior. The os appears clear. Fetal presentation is breech. A limited fetal anatomic survey was performed. Normal cerebral and cerebellar anatomy was identified, including the cerebral ventricles and midline falx. The cervical spine, thoracic spine, lumbar spine, and sacral spine were identified in the transverse and longitudinal views and were within normal limits. A four-chamber heart was visualized. The kidneys and abdomen were unremarkable. Bilateral upper a and lower extremities were identified. The overall estimated gestational age is 20 weeks 6 days by fetal survey. Impression- single intrauterine pregnancy with estimated gestational age of 20 + 6 weeks. 2. No specific abnormality identified on fetal survey. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Event device dislocation marked as serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, pap smear abnormal, low back pain, abdominal pain, diarrhea, dizziness, headache, nausea, vomiting, decreased appetite, pregnancy ((B)(6) 2009), syncope, skin rough, vaginal discharge, leukorrhea, lightheadedness, dermatitis mycoid, upper respiratory infection, tachycardia, dermatitis, cesarean section, parity 2 ((B)(6) 2007, (B)(6) 2009) and upper back pain. Previously administered products included for an unreported indication: iron and docusate sodium. Concurrent conditions included postoperative wound infection, rash, red blotches, seroma, irritation skin, unilateral leg pain, pain in hip, pain in extremity, dizziness, allergic reaction, cognitive impairment, fever, stomach pain, gastroenteritis, arthralgia, chronic rhinitis, syncope vasovagal, lumbar disc degeneration, cervical dysplasia, hip sprain, back strain, stress, lumbago, sciatica, adult maltreatment syndrome, uterine scar, multi gravida and wound pain. The patient also had a family history of seroma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, ibuprofen (motrin ib) since (B)(6) 2009, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), complication associated with device ("plaintiff began to experience complications"), genital haemorrhage ("general abnormal bleeding") and device dislocation ("migration of essure device location of device: protruding from (l) fallopian ostia"). The patient was treated with surgery (hysterectomy and b/l salpingectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, complication associated with device, vaginal haemorrhage, menorrhagia, depression, anxiety, genital haemorrhage and device dislocation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, complication associated with device, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented:(B)(6) . Approximate weight at the time of essure placement (B)(6) . Discrepancy noted: c-section patient had a c-section in (B)(6) , cesarean section low transverse on (B)(6) 2009, delivery on (B)(6) 2009 patient experienced more 2 pregnancy which was captured under (B)(4) as per the previous distributed version patient had undergone the hsg test, but as per the current pfs platiff claims that she did not underwent confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Ultrasound pelvis - on (B)(6) 2009: findings: a single viable intrauterine pregnancy is visualized with a fetal heart rate of 172 beats per minute. Average crl is 2.6 cm which is consistent with 9 weeks, 3 days estimated gestational age. This gives an expected delivery date of (B)(6) ; on (B)(6) 2009: findings- single intrauterine pregnancy is visualized with a fetal heart rate of 132 beats per minute. The estimated fetal weight was 366 grams. The amniotic fluid index was 10.7 cm. A three-vessel cord was identified and the fetal cord insertion appears normal. The cord insertion on the placenta was not evaluated. The cervical length is 6.5 cm. The placenta is posterior. The os appears clear. Fetal presentation is breech. A limited fetal anatomic survey was performed. Normal cerebral and cerebellar anatomy was identified, including the cerebral ventricles and midline falx. The cervical spine, thoracic spine, lumbar spine, and sacral spine were identified in the transverse and longitudinal views and were within normal limits. A four-chamber heart was visualized. The kidneys and abdomen were unremarkable. Bilateral upper a and lower extremities were identified. The overall estimated gestational age is 20 weeks 6 days by fetal survey. Impression- single intrauterine pregnancy with estimated gestational age of 20 + 6 weeks. 2. No specific abnormality identified on fetal survey. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet report received. Added event general abnormal bleeding. On (B)(6) 2020: pfs received-pfs received new event migration of essure device location of device: protruding from (l) fallopian ostia was added. Patient's demography was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, pap smear abnormal, low back pain, abdominal pain, diarrhea, dizziness, headache, nausea, vomiting, decreased appetite, pregnancy ((B)(6)), syncope, skin rough, vaginal discharge, leukorrhea, lightheadedness, dermatitis mycoid, upper respiratory infection, tachycardia, dermatitis, cesarean section, parity 2 ((B)(6) 2007, (B)(6) 2009) and upper back pain. Previously administered products included for an unreported indication: iron and docusate sodium. Concurrent conditions included postoperative wound infection, rash, red blotches, seroma, irritation skin, unilateral leg pain, pain in hip, pain in extremity, dizziness, allergic reaction, cognitive impairment, fever, stomach pain, gastroenteritis, arthralgia, chronic rhinitis, syncope vasovagal, lumbar disc degeneration, cervical dysplasia, hip sprain, back strain, stress, lumbago, sciatica, adult maltreatment syndrome, uterine scar, multi gravida and wound pain. The patient also had a family history of seroma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, ibuprofen (motrin ib) since (B)(6) 2009, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and complication associated with device ("plaintiff began to experience complications"). The patient was treated with surgery (hysterectomy and b/l salpingectomy). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, complication associated with device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, complication associated with device, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Discrepancy noted: c-section patient had a c-section in (B)(6), cesarean section low transverse on (B)(6), delivery on (B)(6) patient experienced more 2 pregnancy which was captured under (B)(4). As per the previous distributed version patient had undergone the hsg test, but as per the current pfs plaintiff claims that she did not underwent confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Ultrasound pelvis - on (B)(6) 2009: findings: a single viable intrauterine pregnancy is visualized with a fetal heart rate of 172 beats per minute. Average crl is 2.6 cm which is consistent with (B)(6) estimated gestational age. This gives an expected delivery date of (B)(6); on (B)(6) 2009: findings- single intrauterine pregnancy is visualized with a fetal heart rate of 132 beats per minute. The estimated fetal weight was (B)(6) grams. The amniotic fluid index was 10.7 cm. A three-vessel cord was identified and the fetal cord insertion appears normal. The cord insertion on the placenta was not evaluated. The cervical length is 6.5 cm. The placenta is posterior. The os appears clear. Fetal presentation is breech. A limited fetal anatomic survey was performed. Normal cerebral and cerebellar anatomy was identified, including the cerebral ventricles and midline falx. The cervical spine, thoracic spine, lumbar spine, and sacral spine were identified in the transverse and longitudinal views and were within normal limits. A four-chamber heart was visualized. The kidneys and abdomen were unremarkable. Bilateral upper a and lower extremities were identified. The overall estimated gestational age is (B)(6) by fetal survey. Impression- single intrauterine pregnancy with estimated gestational age of (B)(6). 2. No specific abnormality identified on fetal survey. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event pelvic pain upgraded to serious incident non drug treatment added. Suspect drug stop date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.